Event description:
It was noted the revision procedure occurred on (B)(6) 2019 as planned. The plates and screws were removed. There were no issues during the revision procedure and the patient outcome was reported as fine/stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient reported mild discomfort, swelling, and puss on the left side of the mandible and a "funny taste in the mouth". Upon inspection, there were small amounts of puss overlying on an anterior/distal segment part of the plate on the left side of the mandible. Originally, the patient had an open reduction internal fixation (orif) surgery for implantation of trumatch midface/mandible titanium (ti) plate, trumatch midface/mandible titanium (ti) guide, and thirty-nine (39) matrix screws on (B)(6) 2019. The patient was scheduled for a bisagittal split osteotomy of the mandible and removal of the plate on (B)(6) 2019. It is unknown if the revision occurred. Patient status is unknown. This report is for one (1) 1.85 mm ti matrix screw self-tapping/6 mm . This is report 3 of 10 for (B)(4). This complaint has been updated with the 10 of 41 devices. Please see the linked complaint (B)(4) for the additional thirty-one devices.